Manufacturer narrative:
The cusa clarity 36khz handpiece (c7036) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint as valid: after a long test period, the tip frequency optimization failed. The handpiece has to be replaced. Root cause - the root cause was confirmed as "tip frequency optimization failure." This may occur because of incorrect tip placement (under torque/over torque). No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported cavitation problems during use of the cusa clarity 36khz handpiece. There was increased surgery time of approximately 40 minutes; however, there was no harm to the patient. The procedure was completed using aspiration, bipolar and several instruments to remove it.